Event description:
It was reported that this right ventricular (rv) lead exhibited a consistent rise in shock impedance, surpassing 150 ohms in 2 measurements. All other parameters are stable and in range and there is no evidence of oversensing. The patient was evaluated in-clinic; provocative testing and isometric maneuvers did not reproduced noise on the rv lead and impedance remained at elevated throughout testing. X-ray testing did not revealed abnormalities. The system alerts for impedance were reprogrammed and the patient will continue to be followed up. Technical services (ts) suggested re-evaluating the condition of the patient, as increase in impedance was gradual and there were no other associated observations. Ts also provided troubleshooting options to assure therapy is not compromised including delivering a high voltage shock in-clinic as daily impedance measurements are generally higher than impedance measured during real high voltage shocks. The device remains in service. No adverse patients effects reported.

Manufacturer narrative:
This supplemental report is being submitted to update the b5. Adverse event or product problem and h. Device manufacturers only fields. This supplemental report is being submitted to update the b5. Adverse event or product problem.

Event description:
It was reported that this right ventricular (rv) lead exhibited a consistent rise in shock impedance, surpassing 150 ohms in 2 measurements. All other parameters are stable and in range and there is no evidence of oversensing. The patient was evaluated in-clinic; provocative testing and isometric maneuvers did not reproduced noise on the rv lead and impedance remained at elevated throughout testing. X-ray testing did not revealed abnormalities. The system alerts for impedance were reprogrammed and the patient will continue to be followed up. Technical services (ts) suggested re-evaluating the condition of the patient, as increase in impedance was gradual and there were no other associated observations. Ts also provided troubleshooting options to assure therapy is not compromised including delivering a high voltage shock in-clinic as daily impedance measurements are generally higher than impedance measured during real high voltage shocks. Additional information confirmed the patient was checked in person. The patient received 2 commanded shocks of 1.1 joules and 41 joules. The shock impedance measurements were elevated but in range. As result, the physician decided to continue monitoring the patient. Nevertheless, the impedance continue to slowly increase during the following months. Subsequently, the rv lead exhibited 2 additional out of range (oor) impedance measurements that triggered an alert. Ts reviewed the episodes and indicated the behavior suggests coil/tissue changes. However, re-testing was suggested. At this time, the system remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being submitted to update the b5. Adverse event or product problem and h. Device manufacturers only fields.

Event description:
It was reported that this right ventricular (rv) lead exhibited a consistent rise in shock impedance, surpassing 150 ohms in 2 measurements. All other parameters are stable and in range and there is no evidence of oversensing. The patient was evaluated in-clinic; provocative testing and isometric maneuvers did not reproduced noise on the rv lead and impedance remained at elevated throughout testing. X-ray testing did not revealed abnormalities. The system alerts for impedance were reprogrammed and the patient will continue to be followed up. Technical services (ts) suggested re-evaluating the condition of the patient, as increase in impedance was gradual and there were no other associated observations. Ts also provided troubleshooting options to assure therapy is not compromised including delivering a high voltage shock in-clinic as daily impedance measurements are generally higher than impedance measured during real high voltage shocks. Additional information confirmed the patient was checked in person. The patient received 2 commanded shocks of 1.1 joules and 41 joules. The shock impedance measurements were elevated but in range. As result, the physician decided to continue monitoring the patient. The system remains implanted and in service. No additional adverse patient effects were reported.